Event description:
It was reported that during the implant procedure, the right ventricular lead could not be secured; the physician was unable to tighten the setscrew. The pulse generator was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).